Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced low blood glucose. The customer's blood glucose was 80 mg/dl at the time of incident. The customer's father stated that the blood glucose dropped 40 mg/dl. The insulin pump will not be returned for analysis.